Event description:
Boston scientific received information that the right atrial (ra) lead safety switch tripped due to low impedance measurements. There had been normal daily measurements for the past year, ranging from 590 ohms to 1100 ohms in bipolar configuration. Upon evaluation of the ra lead it was noted that impedance measurement had decreased to 370 ohms. Noisy inter-cardiac signals with inappropriately stored atrial tachycardia response (atr) episodes were observed. The noise was able to be reproduced with isometrics. It was also noted that the patient was experiencing pectoral stimulation when programmed to unipolar at 2.4v, otherwise no additional symptoms were reported. One month later, the patient still felt stimulation with the loss of av synchrony, the atrial impedance values remained very low, and inappropriate atrs continued to be stored. At that time, technical services were consulted and different troubleshooting options along with a possible lead revision procedure were discussed, however the lead remained in service. New information was received over four and a half years later that during a device change out procedure for normal battery depletion the ra lead was surgically abandoned due to continued performance issues; insulation damage was suspected. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.